Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. D. Had sent back a broken silent nite 3d device. Additional information received reported that the anchor on the device broke. Additionally, the male patient did not have any injury or require medical intervention. The date of event and whether the event occurred while the patient was sleeping are unknown.